Manufacturer narrative:
One device was returned for repair. There was no relevant service history or event history. Primary complaint of battery alarm was confirmed through battery fall out test. The probable cause was the main board. Replaced the main board. Performed battery fall out again and device passed alarm test. Upon further investigation, found latch/lock mechanism was loose. Replaced latch/lock mechanism. Performed verification testing and device passed all testing criteria.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device got the battery fall out alarm check, alarm cuts as a 1:30 instead of the full 2 minutes. There was no patient harm and no patient involvement.